Event description:
A valid difference in the blood glucose monitoring device results and the lab reading. Reporter stated the device result was 37 mg/dl and a lab result of 78 mg/dl twenty seven minutes later. Reporter indicated controls were used and within range. Reporter did not provide treatment information. A request was made for the return of the suspect device and replacement product was sent.